Manufacturer narrative:
(B)(4). It was initially reported that the device would be returning for analysis. Subsequently the device is not being returned for evaluation. The device was not returned for analysis. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). The device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a venous closure was attempted using a proglide device via an 8fr sheath, after a cardiac ablation procedure. Reportedly, after the plunger was retracted a cuff miss was noticed. Manual arterial compression was applied to achieve hemostasis. No femoral angiogram or other imaging was taken. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. No additional information was provided.